Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted 15 loss of prime alarms over the course of two months. The reporter was allegedly able to disconnect and prime the pump again after each alarm, however the alarms recurred. During troubleshooting, it was confirmed that the cartridge would be changed to a new one from a different box and the reporter would contact animas if the alarm recurred.